Event description:
It was reported that the user received a ¿dosing stopped¿ alert after operating the system in bg run mode since their prior sensor detached, and the user was advised to transition to alternate insulin therapy until a new cgm is available. Symptoms included no reported adverse events. Outcomes included user education and transition planning for continued insulin therapy. Investigation included call review and user guidance on bg run expiration and insulin therapy transition. Investigation of this case revealed that the device functioned as designed when bg run mode reached its time limit and properly alerted the user. It was concluded that, based on previously established findings for similar reports, the event was attributable to expected operation with no device malfunction.